Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. Multiple attempts have been made to get pt info. The customer reported to have replaced the bdu cpu pcb. Npb was only authorized to upload the software. The ventilator passed all testing.